Event description:
It was reported that the pulse generator exhibited elective replacement indicator prematurely. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain due to a leaky c12 capacitor. The device implant duration was 8.77 years, which exceeded the device 6.93 year projected longevity and is considered normal battery depletion.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.